Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -11.00/+3.0/092 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2023. The lens was removed on (B)(6) 2024 due to lens rotation not associated to a low vault. The patient was prescribed glasses. The cause of the event was unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found the haptics bent. Dimensional verification was performed and the lens was found to be in specification. Corrected data: h4: device manufacture date: 23-oct-2021. Claim # (B)(4).